Manufacturer narrative:
8/21/2015 follow up: customer reported to be doing well and blood glucose level has normalized. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose level (600 mg/dl). Customer used an insulin pen (10 units) to treat elevated level.